Event description:
As the physician was pulling the f5 pig tail catheter out from the package, the catheter hub and strain released separated from the catheter. The product was not clinically used and will be returned for analysis.

Manufacturer narrative:
As the physician was pulling the catheter out from the package, the catheter hub and strain release separated from the catheter. The product was not clinically used. One non sterile 5fr diagnostic catheter was received coiled inside a plastic bag. The hub/strain relief was received separated from the catheter body. The separation point looks elongated and traces of hub material were found attached to the catheter body. The catheter hub was cross sectioned and evidence of fusion between the catheter body and the hub were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The separation reported by the customer was confirmed. The cause of the separation could not be determined during analysis. However, evidence of material bounding between the hub and the catheter body were found. Neither the analysis nor the DHR review suggests that the failure experienced by the customer could be related to the manufacturing process. No corrective action was taken since the cause of this failure does not appear to be manufacturing related. Although the separation point looks elongated and traces of hub material were found attached to the catheter body and the cross sectioned hub showed evidence of fusion between the catheter body and the hub, it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.the product is available but has not been received as of the initial report.additional information will be submitted within 30 days of receipt.